Manufacturer narrative:
Other, other text: one cadd cassette reservoir was received for the evaluation of a reported leaking in unused conditions inside with its original packaging. A visual inspection was performed at a distance of 12 to 18' under normal conditions of illumination in order to verify that parts are free of damages that could causes leakage. No discrepancies were found. A functional testing was performed where a syringe was used to infuse water into the cassette bag and no leakage was found. The root cause could not be determined and no leakage was detected.

Event description:
Information was received that upon opening, device had a leaking inner pouch. No patient involvement.